Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set experienced air bubbles. The following information was provided by the initial reporter: it was reported that the device alarmed as the IV set had large bubbles during infusion and device was shutdown manually by nurse. There was patient involvement but no harm.

Manufacturer narrative:
Investigation summary: a complaint of large bubbles in tubing seen when the pump alarmed was received from the customer. No product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced air bubbles. The following information was provided by the initial reporter: it was reported that the device alarmed as the IV set had large bubbles during infusion and device was shutdown manually by nurse. There was patient involvement but no harm.